Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/correction correction: the medical device lot# was unknown in the initial MDR. The medical device# should be 2501057, see d tab device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2501057, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Throughout the manufacturing process, break out force and sustaining force testing are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the plunger moved without issue, and results verified all products met required specification. Based on our investigation, we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: occlusion alarm during use syringes that have now once again created alarms in syringe pumps due to occlusion. These syringes were experienced as sluggish by the nurse. I do not know the number of syringes and no syringes are saved. Additional information patient impact is no this lot number 25010557 is not populating with this material could you please confirm? "That is the information we have received and I have contacted the nurse on the ward who had not received any other information." Was there any resistance felt with the plunger movement? "No but in the syringe." What pump was being used?" Cc-pump" what type of tubing? " I don't know if it was our regular one or the new shorter one (which replaces the old one as long as it is in bo)." What was the rate of infusion? "Unknown" was the intervention to change syringes? "It did not happen in connection with the syringe change" did you have to provide any medications to the patient while you were changing the syringe? "Action: new syringe and new pump were prepared."